Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the biomedical engineer (be) stated that an external pulse generator (epg) had a self-test error. Technical services (ts) provided assistance in resolving the issue by explaining the reason for the error message and had the be remove and reinsert the battery and turn the epg on. The be could not duplicate the error. The epg was placed back into service. There was no patient involvement.